Manufacturer narrative:
The lens was returned for evaluation. The lens was in the carrier, positioned incorrectly. Visual inspection found half of each haptic plate torn off and missing. In addition, one haptic arm from one plate and both haptic arms from the other plate of the iol were missing. One set of haptic arms was found caught between the plunger rod and the inside wall of the tip, in the delivery device. Both haptic arms were bent. Functional testing could not be performed due to the damage. Device history records (DHR) were reviewed and no discrepancies were found. Based on the available information, user related factors such as loading or handling techniques or procedural factors such as lens and inserter interaction might have contributed to the lens damage in this event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of this investigation.

Event description:
Reportedly, the haptic broke off in the injector during the insertion of the iol in patient's right eye. There was no capsular damage or vitreous fluid loss. The surgeon removed the lens from the eye. Incision was enlarged and a suture was placed as a part of standard procedure. A backup lens of the same model was implanted without any issue.